Event description:
During a pacemaker check (reply dr / 304zu1b8) on (B)(6) 2013 the following error message displayed: "the integrity of this dedicated programmer is unsure. Please contact your sorin crm sales rep" and it was unable to interrogate this device. Reportedly, another programmer (the serial number is unk) was used afterwards and the pacemaker check was performed successfully. The same message was displayed again when another device (reply/723za018) was interrogated on (B)(6) 2013 and it was unable to access/open all stored pt files. An analysis is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.